Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states unit is not alarming at all. Per dealer when you turn on the unit the alarm didn't go off and when you disconnect the power there was also no alarm.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device's reported issue was not able to be duplicated, so the original complaint issue was not able to be confirmed.

Event description:
Dealer states unit is not alarming at all. Per dealer when you turn on the unit the alarm didn't go off and when you disconnect the power there was also no alarm.